Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Device evaluation: visual analysis of the returned device identified: the device was broken shell, creases and missing shell/ orientation dot. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge broken in the side posterior assessed as unidentified (tear) opening. Missing shell/orientation dot assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of seroma (late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: bilateral ruptures and seroma (late). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported bilateral rupture and seroma (side unspecified). This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Continued h.6. Health effect - impact code: f2203.

Event description:
Healthcare professional reported bilateral rupture and seroma(side unspecified). This record is for the right side. Device has been explanted.